Event description:
Caller alleged discrepant inratio results in comparison to the laboratory results. Results as follows: date: (B)(6) 2013, inratio inr: 2.3, laboratory inr: 1.6. The time between testing within 1/2 hour. Therapeutic range 2.0-3.0 for patient. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation pending.